Event description:
It was reported that the arctic sun device on the floor was received some sort of flow alert but wasn't sure exactly which alert. During functional testing flow rate (fr) was 1.4, inlet pressure (ip) was -1.7, circulation pump command (cpc) was 100 percentage and failed circulation pump. Stated that they would like a quote for 2000-hour service. System hours were 3130, pump hours were 2627. Per sample evaluation results on 21feb2024, it was reported that the flow meter lot number aj with lot number 4023 needed to replaced due to a wire that broke free from the connector during reassembly. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the actual/suspected device was inspected